Event description:
On march 18, 2009, a doctor reported to kerr corporation that two patients returned with premise composite chipping out on two teeth after a restoration procedure with the composite had been performed.

Manufacturer narrative:
The doctor replaced the composite restorations using a different lot of premise and both patients are doing fine. The actual device involved in this incident was returned to kerr corporation for evaluation. The returned product and retain samples underwent visual, adhesive strength, rockwell hardness and flexural strength testing. The results indicated that the product was within specifications. This is the second MDR report of the two incidents reported. [Premise 2024312-2009-00037 - evaluation.pdf]